Event description:
It was reported the customer's insulin pump powered off. The customer did not receive any alarms or alerts prior to the insulin pump shutting down. It was also found the customer had a blank display after inserting a new battery. The customer's mother reported the insulin pump counted up to 6 and then an unexpected restart alarm occurred. The mother reported the customer did not drop or bump their insulin pump. The mother also stated the customer's temp basal was not programmed before the unexpected restart alarm occurred. Customer also had a crack on the side of their insulin pump, leading to the battery cap. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.